Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced paresthesia on the right half of their body when light pressure is applied to the ins. There was no abnormality visible on x-rays performed. When pressure is applied to the ins the impedance significantly changes. No actions have been taken as a result of the event. No further complications were reported or anticipated. Additional information was received from a hcp. Device information was received. It was stated that the cause of the issue was not determined, however no further action has been taken or is planned to resolve it. It was also stated that the issue began occurring shortly after the ins was implanted.